Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was loose time and also had no tone for low battery. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported that the insulin pump had scratches on display screen and cracks on screen and insulin pump was louder during priming. The device will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Pump primed properly. Device passed self test. No unexpected audio/vibrate alarm anomalies noted. No unexpected time/clock anomalies noted. No unexpected rewind anomalies noted. Device received with cracked case from display window corner, minor scratched lcd window and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).